Event description:
It was reported that the 9800 system had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced by the customer. The customer canceled the svc call. A follow up report will be filed when add'l details become available.